Event description:
Insulin pump spontaneously ceases operation without warning. Must be jarred abruptly to resume operation. System does not track error message of these events. Three of the last six mornings when the pump is initially assessed, the screen is blank. Clearly, pt has no idea how long the pump has failed to function during any given episode. Some of those mornings pt awakens with normoglycemia, and others pt is hyperglycemic. Previous 511 pump did not have these difficulties. The "new and improved" pump that cost more is not functioning in an acceptable manner and comes with a meter that gives completely bogus readings, making one of the prime functions of the pump inaccessible to pt.